Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-s1. During a post-op visit it was noticed that the rod has slipped through the screw saddle. The patient was also had an unrelated post-op wound infection. A revision surgery was scheduled 12 days post-op in which the sound was debrided and washed out and the set screw and rod were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Microscopically examined rod and break-off set screw (boss) interface nodes and surfaces. Threads do not show evidence of cross threading. Rod and break-off set screw (boss) interface witness marks, and boss node height and morphology of node are atypical in comparison to fully and properly tightened bench comparison samples. Node deformation height (at center) and morphology significantly different than typical from with bench comparison samples. Thread damage is noted; the nature and direction of the thread damage suggests axial overload, which is consistent with the rod not being fully seated in the base of the mas rod saddle. The above observations are consistent with insufficient engagement of rod and break-off set screws.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.